Manufacturer narrative:
The stent remains in patient and the delivery system is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.00x48mm xience xpedition stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 3.00x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was observed. A 3.00x18mm xience xpedition stent was implanted to treat the dissection but, another dissection was observed. A 3.00x12mm xience xpedition stent was implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.